Event description:
The v-go adverse event (ae) assessor called in to report that on wednesday (B)(6) 2022 the patient's blood sugar readings continued in to the 500 range. The patient called her doctor's office, and they told her to take 30 unit of lantus and 10 units of another insulin which the patient does not recall the actual name of the insulin. After she took the lantus and the other insulin, her blood sugar continued in the 500 range. The patient went to the doctor's office and that is where they instructed her to go to the emergency room (ER) right away. At the emergency room they started an IV insulin drip. The patient was in the hospital for a period of 4 days. The patient was ultimately admitted to the hospital from the emergency room and was hospitalized from (B)(6) 2022. The blood sugars ultimately came down to in the 80's range. The hospital switched the patient to 25 units of levemir twice a day plus novolog with meals.

Manufacturer narrative:
Adverse event assessment: the ae assessor spoke with the v-go 30 user who stated that she did not experience any symptoms which is usual for her. On wednesday, (B)(6) 2022, the blood glucose (bg) continued in the 500s and she phoned her health care professional (hcp). She removed the v-go and her hcp prescribed 30 units of lantus and 10 units of another insulin she did not remember the name of. Since this did not improve the bg level she went to her hcp office. Due to the high blood glucose level in the 500s her hcp requested she go to the ER. At the ER she was treated with an IV insulin drip and then admitted to a hospital room. Her bg level resolved to the 80s mg/dl during her hospital stay. She was switched to levemir 25 units twice a day and novolog at meals according to the amount of carbohydrates she eats and a graph indicating how many additional units of insulin to take which is based on her bg level. This is a serious complaint as evidenced by the bg level over 500 mg/dl., requiring intervention and hospitalization of a type 1 diabetes patient. The v-go cannot be excluded as a contributor due to the temporal sequence of the events. Device evaluation: three devices were received and evaluated for the complaint regarding the unknown device issue. Device #052220-a and 052220-b were inspected, and the functions were tested and verified to have operated as intended. Therefore, the complaint about these devices could not be confirmed. Device #052220-c was received with no needle button and compression spring; due to the missing components, the reported complaint could not be evaluated. The complaint about this device could not be confirmed.